Manufacturer narrative:
The insulin pump was received with unresponsive buttons and a button error alarm due to corroded keypad traces. Functional testing could not be performed, due to unresponsive keypad/button. The device was also received with a cracked case at display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at battery tube threads area and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed with a button error. Customer's blood glucose was 132 mg/dl. The insulin pump may have been exposed to perspiration. It was advised to discontinue use of the device and revert to a back-up plan. It was further advised that the device would be replaced and agreed upon that the product would be returned for analysis.